Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician tried to use the hemo-7 device, and it wouldn't spray. The physician was able to finish the procedure by using hemostasis clips. An unintended section of the device did not remain inside the patient¿s body. The patient required hemostasis clips to finish the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant medical device: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. PMA/510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However the information provided indicates that the customer did not fully engage the activation knob, resulting in co2 leakage and device failure. This is the most likely cause. The complaint is considered confirmed based on the report. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the information indicates that the customer did not fully engage the activation knob, resulting in co2 leakage and device failure. This is the most likely cause. The complaint is considered confirmed based on the report. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops.", a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Catheter #1 presented with kinks and bends, brown and red discoloration throughout the tubing and at the distal tip, discolored powder inside the tubing, and loose powder on the exterior of the red hub. Catheter #2 presented with kinks and bends as well as red discoloration at the distal tip. The device was tested as returned and did not spray powder. The co2 cartridge did not discharge upon deactivation and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device had a weak flow of spray. The returned catheters were tested with a sample device. Catheter #1 did not spray powder, and catheter #2 sprayed as intended. The device was disassembled and the tubes were disconnected for removal of any powder. The front tube connecting the on/off valve to the powder chamber contained small clumps of hard powder. A visual inspection of the powder chamber center cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and powder was present on the inner components and o-rings. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device indicated that the catheter contained blood, the nozzle contained hard clumps of powder, and the low pressure valve contained powder which prevented powder from exiting the device. The likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device due to use error. This is indicated by the discoloration of the catheter and the fluid inside the tubing. If the catheter tip comes in contact with blood or fluid while suction is being used, this can cause blood to enter the catheter and travel backwards through the tubing into the device, resulting in the failure observed. To assist the user, the instructions for use (IFU) state the following, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the information indicates that the customer did not fully engage the activation knob and the catheter was touched to blood, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.